Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) guided the customer through restarting the cabinet using the power switch and also performed a restart of the all in one, restoring normal operation. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a message displayed on the screen indicated that the drawers were offline and no items were available to issue. The customer was not aware of any recent power supply issues that may have contributed to the problem. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.